Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Unit involved in the incident was return to out facility for further evaluation and the reported issue was not present during investigation; therefore defect was not confirmed. Technical safety check tested in spec.

Event description:
As reported by the user facility: 2nd pump programmed to flush 9ml of fluid from post-pump y-site at same rate as intermittent med to deliver total amount. At some point during the flush infusion, air was seen in primary tubing after the post-pump y-site toward patient. Nurse stopped the infusion and attempted to remove the airbubble before priming a new set with new pumps. Both lvp pumps and pump tubing used taken out of service and sent to biomed.